Manufacturer narrative:
On 03/24/2017, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, all instruments were verified and the navigation system was on the application log-in screen. The site confirmed that no one logged out of the spine application and that the navigation system logged-out on it's own. The medtronic representative successfully logged back into spine application. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Although the software logs provided no additional insight regarding the reported event, the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.